Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the liberty cycler set had alarmed for air detected in the cassette during treatment. The patient discovered fluid leaking from inside the cycler cassette door in the morning after treatment had completed. The patient confirmed during follow-up that he had not experienced any symptoms or adverse event and no medical intervention was required. The patient further confirmed that the complaint sample liberty cycler set had been discarded and is no longer available to be returned for product investigation.